Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer and company representative regarding a (B)(6) male patient who was receiving morphine 0.5mg/ml at 0.1 mg/day via an implantable pump for non-malignant pain and lumbar radiculopathy. On (B)(6) 2015, the patient began hearing the pump alarm. On (B)(6) 2015, the empty reservoir alarm occurred. The pump alarm was not loud enough for the patient to hear unless it was a "super quiet" environment and then he could hear it. The patient experienced nausea, felt like he had been "run over by a truck," and his equilibrium had "been way off." He also experienced major pain and nerve issues that began a month prior. The nerves in his back and neck hurt so badly. The patient had 2 appointments for nerves to be burnt in his neck and back, and he had 6 more appointments left. The patient had contacted his healthcare provider (hcp) about the empty reservoir, but the clinic was waiting for the company representative to be available for the pump refill. It was later reported by the company representative that the patient did not have an appointment scheduled. Additional information has been requested regarding the cause of the event, troubleshooting, diagnostics, actions/interventions taken and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.